Event description:
It was reported, when the nurse was repairing a dressing, they noticed strong resistance to the injection of the saline rinse syringe. After successfully ¿pushing¿normal saline, they noticed that the patient's arm became cold and that the fluid could be felt passing under the skin; the patient did not suffer any harm because the piccline was first tested with a 0.9% nacl saline syringe and did not have any extravasation. Concerned, they contacted md for an imaging test. This revealed that the piccline had become porous. Patient treatment, taxol. The piccline was in place, but was only used on treatment days. In between treatments, it was flushed and capped.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.